Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 56 events were reported for this quarter. Product return status: 30 devices were received. 3 devices were not available for evaluation. 23 devices were evaluated based on historical data analysis. Additional information: 56 devices were not labeled for single-use. 56 devices were not reprocessed or reused.

Event description:
This report summarizes 56 malfunction events in which the device reportedly overheated. 49 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 56 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 57 reported events are included in this follow-up record. Product return status: 30 devices were received. 3 devices were not available for evaluation. 24 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 57 malfunction events in which the device reportedly overheated. 50 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact.